Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that the receiver initialized without a manual restart on (B)(6) 2016. There was no report injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver would not boot up due to it re-initializing continuously, which made it incapable to download or run any tests. A visual interior inspection was performed and the inspection passed. The reported event of initializing screen without manual restart was confirmed. A root cause could not be determined.